Manufacturer narrative:
(B)(6). Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During an unknown procedure it was reported that the buckle in the middle (over dorsum of the foot) of the device broke down during the surgery so the foot lost its position. The patient is reported to be doing well. The surgery time was extended for an unknown amount of time.

Event description:
Additional information provided indicates that the procedure was a hip arthroscopy and that there was a ten to twenty minute delay in the procedure. The site was able to complete the procedure using the complained device by using the buckle from the toe strap and placing it on the middle strap.

Manufacturer narrative:
An evaluation was performed by smith & nephew and the supplier for the middle buckle snapped when tightening the patient¿s foot into the boot. The failure was able to be recreated at the supplier but not under reasonable life conditions. Forces much greater than what are considered safe were used to recreate this failure. The failure observed in the field was not able to be replicated with testing with a safe working load. A force of 2-6 times the safe working load was required to replicate the failure. An active heel traction boot design can hold well above the 2.2 safety overload when the user follows the IFU. Additionally, even if the user does not loosen and retighten the straps, as instructed in the IFU, the ahtb design can still withstand traction forces much higher than the 2.2 safety overload. There is an unknown external factor that is the cause of this failure. The root cause of the complaint is not in the design of the active heel boot. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).